Manufacturer narrative:
H3 analysis of the returned ins (B)(6) revealed that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Visual examination revealed a punchout hole in the setscrew grommet; however, testing of the programmable features and output ranges determined that the implantable neurostimulator (ins) was functioning normally. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that a new ins was not able to be attached to the patient lead, set screw would not set. Rep call agent, tried several things, they advised to send product back and order another. Rep stated the patient came in for a normal battery replacement. Device was originally implanted in 2010. Implanting hcp was not able to secure the set screw in the header of the ipg, so they did not replace the battery, agent believe patient will come back on 2/6 for the replacement. Product is being returned and replaced. The issue is ongoing. Additional information was received from the manufacturing representative. It was reported that the surgery was scheduled for (B)(6) 2024. There was no issue outside normal battery wear, and replacement.

Manufacturer narrative:
B5 event description updated to include previous reported information in report # 2182207-2024-01048. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during a replacement procedure, in the new device the set screw would not tighten down on the lead. The torque wrench would click, but the screw would not tighten. The tried to back out the set screw and retighten, but it would not hold the lead. The doctor did not have another replacement ins available.